Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. This caused the engagement failure. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was installed on an in-house system and failed the mechanical engagement sequence. The instrument pitch inputs failed to engage with the in-house system's sterile adapter during multiple attempts. Msc log review shows quantity 1 engagement failures via error code 22020 indicating engagement failure on the pitch axis. This is caused by the broken pitch cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the 8mm tenaculum forceps instrument had an error code. The procedure was completed with no reported injury. The device was not used on the patient.